Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. The syringe and extension line that is shipped with the device was not returned by the customer. The device returned in three pieces. Visual and tactile analysis of the device revealed one kink on the catheter shaft at the strain relief. Visual analysis also noted that the catheter shaft was broken approximately 12cm, 32cm and 68cm from the strain relief of the catheter. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during the use of a fetch2 catheter in a thrombectomy procedure, the catheter broke right before the white marker while advancing into unspecified guide catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of a fetch2 catheter in a thrombectomy procedure, the catheter broke right before the white marker while advancing into unspecified guide catheter. No patient complications were reported.